Manufacturer narrative:
The serial number of the involved cobas e 801 analytical unit serial number was 19e1-03, not 1970-01 as previously reported.

Manufacturer narrative:
The qc results were in range on the date of the event. The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(4).

Event description:
There was an allegation of a questionable troponin t hs elecsys e2g result from the cobas e 801 analytical unit. The initial result was 112 pg/ml. The repeat results were 27.7 pg/ml and 28.8 pg/ml. No information was provided to determine if the questionable result was reported outside of the laboratory.